Manufacturer narrative:
(B)(4). The batch review 3449397 showed that the devices were conformed to in process and finished goods specifications when released to stock the 9 aug. 2010. Expiration date: 2013-07 (according to retained labels). No nc was opened. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 other complaint for this lot of devices that were released to distribution, but the failure mode was for a screw cracking and not a full breakage. These complaints are not related to each other based of failure mode. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported one of his intrafix 7.5mm femoral screws broke upon insertion into the sheath during an acl procedure. He stated the device started to crack as the surgeon inserted the device and continued anyways and then the screw broke in two pieces. The surgeon removed all fragments of the screw but kept the sheath in the patient then inserted a new screw to complete the procedure with no patient consequences or delays. The device was already discarded by the customer. The sales rep stated this was a (B)(6) female with hard bone and believes the surgeon should have used a different type of screw for the type of bone. No further details are available.